Event description:
It was reported that balloon rupture occurred. The tight lesion was located in the calcified coronary artery. A shockwave was used to pretreat the lesion, followed by predilatation with a 3.5x12 nc emerge balloon catheter. A 4.50 x 24mm synergy megatron drug-eluting stent was then selected for treatment. However, during the initial inflation at 5 atmospheres for about 2 seconds, the balloon ruptured. The procedure was successfully completed with a non-boston scientific device, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr us 4.50 x 24mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. No stent was returned for analysis. Due to the stent was not returned, a review of the manufacturing stent profile data was performed, and the maximum stent od of units released of this batch was 0.0539-inch within max crimped stent profile measurement. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material at 1mm proximal to the distal markerband. Bumper tip showed signs of distal tip damage. A microscopic examination of the markerbands identified no damage. A leakage testing was performed. The device was attached to an encore inflation unit. A pinhole was located in the balloon material above the proximal markerband when inflating to rated burst pressure of 16 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The tight lesion was located in the calcified coronary artery. A shockwave was used to pretreat the lesion, followed by predilatation with a 3.5x12 nc emerge balloon catheter. A 4.50 x 24mm synergy megatron drug-eluting stent was then selected for treatment. However, during the initial inflation at 5 atmospheres for about 2 seconds, the balloon ruptured. The procedure was successfully completed with a non-boston scientific device, and no patient complications were reported.